Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker previously showed three years remaining longevity. During the recent check, the device showed one year remaining longevity. The battery diagnostic data indicated that the power consumption of this device has been increasing during the past year. The expected power consumption was about 41 microwatts, however this device was consuming 132 microwatts. The device should be replaced and returned for detailed analysis. The malfunction appeared consistent with other devices that have had continuous average power increases. The device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. This report includes updates to h6 coding as well as notice this device was included in an advisory population.

Event description:
It was reported that this pacemaker previously showed three years remaining longevity. During the recent check, the device showed one year remaining longevity. The battery diagnostic data indicated that the power consumption of this device has been increasing during the past year. The expected power consumption was about 41 microwatts, however this device was consuming 132 microwatts. The device should be replaced and returned for detailed analysis. The malfunction appeared consistent with other devices that have had continuous average power increases. The device was explanted. No additional adverse patient effects were reported.